Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the alarm of the engine and found no alarm about the engine shutdown. The fse found that when pressing the on / off switch, sometimes it seems like the switch is pressed down not fully, which may cause the machine to turn off by itself. The fse tried replacing 1 piece of power on/off cable assembly to test the symptoms again. Last time before conclusion. The fse informed the user department to test the machine and leave it for 1-2 days to observe the symptoms again. The machine still has symptoms of self-extinguishing. The fse changed the power supply and test the use. Machine work 1 night. After testing, machine was left for about 1 day, the machine can work normally. The fse checked according to the checklist and the machine can be used normally. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit turned off by itself. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.